Manufacturer narrative:
The automated impella controller has been requested for return but has not been received from the customer at the time of this MDR writing. Therefore, an evaluation of the device was not possible at this time. Upon investigation closure, a supplemental MDR will be filed. The medical device report for the user facility's complaint on the pump is captured under manufacturing report number 1220648-2024-20971.

Event description:
During impella 5.5 mechanical circulatory support to a patient with acute myocardial infarction/cardiogenic shock, there were decreased flows, abnormal waveform, and suspected clot with the pump per the physician, and the abiomed's investigation engineer has now requested return of the automated impella controller to further evaluate instances of low signal to noise ratio.

Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. The data analysis showed there was an alleged abnormal waveform (placement signal) that was confirmed in the lt logs with periods of placement signal not reliable and raw optical sensor dropping to -3276.8 mmhg the console was returned for investigation and was investigated and was found to have failing 5s parameters with low contrast and a marginally passing signal not reliable (snr). The analog outputs from the ccd array showed no large abnormalities though there was a sharper slope on the left side compared to the right. Root cause: the cause of the optical signal issue was most likely the optical bench. D9 date device returned to manufacturer added.

Manufacturer narrative:
The cause of the issue was not determined since product was not returned. The cause of the issue was not determined since product was not returned. B3 date of event revised to reflect correct event date on manufacturer device report number 1220648-2025-25980 e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25980 as it is unknown if the initial reporter also sent the report to the food and drug administration.